Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched and the distal conductor was distorted. The inner insulation was kinked buckled, and the lead was damaged at implant. Blood was found in/on the helix/lobe mechanism, the helix/lobe was distorted/bent, and tissue was found on the helix.

Event description:
It was reported that during the implant attempt, the lead exhibited poor parameters upon initial positioning. The lead was repositioned, and the helix would no longer advance. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.